Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery and one side of the inflatable penile prosthesis (ipp) cylinder was swollen. Examination revealed that the cylinder on the right had swelled and the cylinder was replaced at the hospital. The reason for the swelling of the right cylinder was not explained in detail by the hospital. After this operation, the patient improved.

Event description:
It was reported that the patient went to the hospital two weeks before surgery and one side of the inflatable penile prosthesis (ipp) cylinder was swollen. Examination revealed that the cylinder on the right had swelled and the cylinder was replaced at the hospital. The reason for the swelling of the right cylinder was not explained in detail by the hospital. After this operation, the patient improved.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) cylinder underwent a thorough analysis. The cylinder was visually and microscopically examined, and leak tested. The component has an excess air between the inner and outer tubes when inflated with syringe and a bulging was present. Based on the information available and analysis results, the bulge identified could have caused or contributed to the reported clinical observation of swollen cylinder.